Event description:
It was reported the patient experienced a loss of bladder control a year previous to this report. It was stated that programming was "not as effective" for the patient's symptoms. An x-ray showed that "things seemed to be in place." The patient still felt the "fluttering sensation" as of 6 months previous to this report. It was additionally noted the stimulation was shut off for one month and the turned back on. In (B)(6) 2012, it was stated the patient was having concerns with their device or therapy and was working with their doctor or manufacturer representative. It was stated "it failed after working for 5 months." It was stated "it was shut off after 1 year." As of the date of this report, it was indicated the device worked well for about 5 months and then just "stopped working." It was unclear why it stopped working. It was indicated a new device was implanted in the patient in (B)(6) 2013. It was noted that the new device was not working well "just like when the previous device failed." Five days later, it was stated the device that was replaced depleted normally. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v735260, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).